Manufacturer narrative:
A1: patient identifier: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: interventional cardiologist the actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode adn effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that ultrasound was used to achieve access. Location of the right common femoral artery was achieved. After the procedure an 8fr sheath remained. The selection of an 8fr angio-seal was made. Location was achieved using the locator as per instructions with flow observed from the location sheath. The wire and dilator were removed, and the plug was placed though the valve of the angio-seal sheath. First click was made, followed by second click. The device was pulled back without the anchor remaining inside the anterior wall of the vessel. The entire device was removed including suture, plug and anchor. After the failed closure manual pressure was applied and the patient was stable. Type of procedure performed was a premature ventricular contractions (pvc) ablation via arterial approach. The estimated blood was less than 250cc.